Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. It was not reported if the patient was hospitalized prior to death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). A complete device analysis could not be completed to investigate the reported patient death as the serial number of the device was unknown at the time the device was received and routed for servicing. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was never previously serviced; therefore a service history review could not be performed. An event history log review will be performed. The device was returned to baxter for evaluation, but analysis has not yet begun. Upon completion of baxter's investigation, should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.